Manufacturer narrative:
Philips service checked the logs, resolved the issue temporarily, and promised follow-up if the issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image storage board error caused please wait message during imaging on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.